Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (B)(6), 2010. According to the complainant, the pump failed to pump with sufficient flow and pressure. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Event description:
The facility reported a colleague infusion pump which experienced failure code 16:310:685:000. It is unknown when or at what point in the process the reported condition occurred. Review of the device event history determined that the reported condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.03.00, which is classified as unremediated. No additional information is available.

Event description:
The facility representative reported a colleague infusion pump with a depleted battery during biomedical service. No patient injury or medical intervention was reported. The user interface module master software version (B)(4) which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: review of the device event history determined that the reported condition occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010.

Manufacturer narrative:
(B)(4), baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however a baxter field service engineer performed an evaluation at the customer location. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of depleted battery and determined the root cause to be depleted main batteries. The man batteries and battery harnesses were replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.